Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
Communication failure error occurred and the endoscopic image was not displayed.there was no report of patient injury associated with this event.